Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the alleged uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered an uncommanded, "max", insulin delivery bolus of 30 units (insulin) on two separate occasions.